Manufacturer narrative:
Based on the claim against the product by the customer noting that the master tool manipulator right (mtmr) did not respond, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue. The mtmr was not recognized and could not be operated. The isi fse replaced the mtmr to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtmr involved with this complaint to perform a failure analysis. The mtmr was analyzed, and error 23008 was confirmed during the sine cycle test. The complaint regarding non-responding mtmr was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer-reported issue. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer converted the procedure to open due to the right mtmr not functioning. .

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that master tool manipulator right (mtmr) did not respond with error 23008. The error was resolved with a restart of the procedure but the right mtm did not respond. The customer performed hard power cycle several times, but the issue was not resolved. The surgeon elected to convert the procedure to open surgery. Isi followed up with the initial reporter and obtained the following additional information. The system was inspected prior to use with no issues found. The procedure was in progress for 50 minutes, which was 25 percent of the total procedure when the issue occurred. The surgeon believed that the mtm issue was the cause of the conversion. There was no intra-operative complication. The patient tolerated the surgery well with no post-operative complications.